Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 456 mg/dl, 199 mg/dl, and 209 mg/dl within 3 minutes on the aviva system. No adverse event reported. The alleged product was requested for evaluation.